Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was reviewed and no discrepancies were found.

Event description:
It was reported that the valve cap broke off while in use. Photos reveal no part left inside patient. No harm or consequence to the patient.

Manufacturer narrative:
The customer returned 1 stj408310 sheath reporting that, "the new cap we put on came apart." The customer provided a photo of the cap no longer in place on the complaint device with the top portion of the seal sticking to the cap. The device was examined under magnification and no trace of adhesive was found on either the cap or the introducer hub.